Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an issue with the settings. The implantable neurostimulator (ins) was programmed with interleaving, but the nurse set the right lead b group option to 0.0 v and 2.0 v to not have interleaving on that side. About two to three hours later, the voltage was showing 2.8 volts when it was supposed to be showing 0 volts. The patient states there was no change made to the settings between the two interrogations. The ins was reprogrammed to 0.0/2.0 v on the right side. Additional information was received indicating no additional troubleshooting was performed related to the change in setting. Between the two interrogations, the doctor wanted the patient to stay at the hospital so programming could follow after two hours. It was unknown if the setting stayed at 0.0v because the patient has not been back at the clinic for a follow up. The patient was now using program c and no longer using program b, which is the program where this event had happened.